Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Complaint received from clinician that alleges "customer states that the unit caught fire and the back power cord plug along with the back panel of the unit was burnt up. No injury occurred". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation. No indication event caused or contributed to permanent impairment or death.